Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hard drive was corrupted. A field service engineer replaced the hard drive and re-imaged it, conducted data synchronization and verified the login. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es computer hardware was corrupted. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.